Event description:
The baxter tech reported broken doors 1 and 2 found during svc. There was no injury or medical intervention reported. No add'l inf is available.

Manufacturer narrative:
Eval summary: the pump was eval'd by a baxter svc tech. The reported condition was confirmed. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated udner CAPA.